Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.

Event description:
Event description: ecn event description: when physician was moving wire and catheter from the ripv to the rspv, the patient's heart rate elevated. The physician made note of the increased rate but was unsure at that time what caused it. He finished the ablations and post-mapped. When he looked with ice at the end of the case, he noticed a pericardial effusion. They monitored the effusion for a few minutes and then used a pericardiocentesis kit to drain the effusion. Patient was stable and expected to be discharged today patient present at time of event?: yes patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: physician caught the j wire caught on the rspv and perforated medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered procedure number: pn: 3074199. Event date: 2026-3-9. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9221: pericardial effusion, 9268: tachycardia. Country of event: united states. Returned product expected: yes. Related product upn#: m001491561. Related product batch/lot: no value found. Related product family: starter. Material number: m001491561.

Event description:
Event description: ecn event description: when physician was moving wire and catheter from the ripv to the rspv, the patient's heart rate elevated. The physician made note of the increased rate but was unsure at that time what caused it. He finished the ablations and post-mapped. When he looked with ice at the end of the case, he noticed a pericardial effusion. They monitored the effusion for a few minutes and then used a pericardiocentesis kit to drain the effusion. Patient was stable and expected to be discharged today patient present at time of event?: yes patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: physician caught the j wire caught on the rspv and perforated medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered procedure number: (B)(4). Event date: 2026-3-9. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9221: pericardial effusion, 9268: tachycardia. Country of event: united states. Returned product expected: yes. Related product upn #: m001491561. Related product batch/lot: no value found. Related product family: starter. Material number: m001491561.